Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated..

Event description:
Boston scientific received information that one week post implant, this defibrillator with right ventricular lead displayed high out of range shock impedance measurements. In addition, the p-wave could not be measured as the patient is pacing one hundred percent. The lead was reprogrammed, however the shock impedance remained high out of range. Another attempt to reprogram from the coil to can revealed an acceptable shock impedance. A revision is intended as it was thought there was a relaxation of the df-1 proximal pin. An internal technical service consultant was contacted and recommended further lead integrity testing and to verify the lead/header connection. No adverse patient effects were reported.